Event description:
It was reported that the patient had experienced a change in therapeutic effect. He had been in a lot of pain for the three months prior to report. Over the two months prior to report, a lot more drug was aspirated from the pump than what was expected. It was indicated that the catheter was believed to be clogged. There was also an MRI that was to be done on the patient¿s spine. The device system was used to deliver clonidine and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).